Event description:
It was reported that a patient was put on a ventilator in tandem with the bunnell jet ventilator. The ventilator was set to fio2 of 68%. The ventilator would alarm intermittently an fio2 of 60%. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported event with alarm for low oxygen concentration was not reproduced during on site investigation by our field service engineer, no part was replaced. Device logs were saved and sent for evaluation. There has been reported tandem use of a high frequency jet ventilator (hfjv) which implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per set parameter values but the measured expiratory values would include the values of the hfjv and therefore the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. According to the received device log files, there are no technical error codes or alarms suggesting that fio2 is other than set. The cause of the low fio2 concentration has not been determined. According to the customer the reported problem arose when the ventilator was in tandem use with a hfjv and not otherwise.

Event description:
(B)(4).